Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is unable to have complete preventative maintenance per schedule set out by the OEM due to no available trained staff in the area. Equipment is on full support pm and repair by OEM. Site has safety and regulatory concern due to missed maintenance for devices. No patient involvement.

Manufacturer narrative:
Updated fields: b4,b5,d9,e1(site country),e2,g3,g6,h2,h3,h4,h6(health effect-clinical and impact code, type of investigation, investigation findings, investigation conclusions), h10. It was reported that during use the cs300 intra-aortic balloon pump (iabp) had a issue of preventative maintenance - unable to pass unspecified test. Original equipment manufacturer (OEM) unable to complete preventative maintenance (pm) on intra aortic balloon pump per the schedule set out by the OEM due to no available trained staff in their area. Equipment is on full support (pm and repair) by OEM. Site has safety and regulatory concern due to missed maintenance for devices as they are life support devices. No further information available. H3 other text : no repair service information available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is unable to have complete preventative maintenance per schedule set out by the OEM due to no available trained staff in the area. Equipment is on full support pm and repair by OEM. Site has safety and regulatory concern due to missed maintenance for devices.